Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect. All electrode combinations with the case had impedance above 4,000 ohms, and all bipolar combinations were below 50 ohms. The patient did not report any falls or trauma. The neurostimulator was turned off and the patient was scheduled for a lead revision. No x-ray was ordered. It was reported that the patient decided to go ahead with a lead revision due to the great results she had prior to this problem, however the manufacturer's device registry showed that the patient's entire system was explanted and not replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot# v496051, implanted: 2011-(B)(6), explanted: 2012-(B)(6).

Event description:
Additional information received reported that the patient received a replacement system consisting of a 3058 neurostimulator and a 3889-28 lead. Everything went well and the patient was feeling stimulation post-operatively. The patient was also doing well at a follow-up visit two weeks later.